Manufacturer narrative:
The device was received with intermittent act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. The pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump and high blood glucose levels. The customer states the buttons are hard to press and unresponsive. The customer's blood glucose at the time was over 150 mg/dl. The customer's current level is 439 mg/dl. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.